Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the pump was being checked in part because it was not believed to have been infusing correctly. The pump was being used to deliver baclofen. Additional information was requested but was not available as of the date of this report